Event description:
Mouth sores occurred after each of the series of three injections. The sores appeared within two days after injection 1 and two. It took 8 days before they appeared after injection number three. I reported the problem to the nurse practitioner at the (B)(6) hospital. Joint damage from arthritis.